Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a failed volume test. There was no patient involvement.

Manufacturer narrative:
D9: product received date 11/8/2024. H3: one device was returned for repair with complaint of failed volume test. Visual/functional testing was performed. The reported issue was not able to be confirmed through accuracy testing. Performed standard preventive maintenance to correct the reported issue. Device passed all functional and delivery tests.